Event description:
My problems are bloating, tiredness, weight gain, irregular cycles, bleeding after sex, painful sex, major lower left back pain and I feel spacy. In (B)(6) 2013, I began bleeding, nonstop, with worse lower left back pain. Had two large blood clots (size of small apple) or was this a miscarriage (have pictures). Obgyn did a vaginal sonogram and said I had cysts on my ovaries, but was not worried about those and I had thickening of the uterus wall. Obgyn took 5 biopsies and they came back normal. Had d&c on (B)(6) 2013. Ob removed a polyp from uterus and said that these can cause issues. Had a period 2 weeks after d&c (normal). Did not have a period again until (B)(6) 2013. I have had a watery discharge for a while and it has an odor. Have had bleeding for past two weeks (from (B)(6) 2013) after I exercise. I have symptoms like herpes (B)(6). I get these symptoms after sex every time. Went to doctor (B)(6) 2013 to be tested for (B)(6). Tests came back negative. Had sonogram on (B)(6). Doctor said everything looked fine.